Event description:
It is reported that the IV extension set was unable to be connected to the insyte autog bc wing. IV hub not allowing extension set to screw in properly, causing IV leakage. Additional information 4/1/2026: we have some 22g's that thread fine, and others that will not thread and leak that come out of the same lot number. Unfortunately, we are not aware of which one will work until it's already been placed in the patient, so they are discarded appropriately. There is not a way to tell if the catheter hub will thread appropriately with our tubing until it's already been placed. This causes our patients that run into this issue to need more IV sticks. (B)(6) 2026: if you are talking about the IV tubing we use, it is not a bd product. The only gauge we have been having a problem with seems to be the 22g. We will have one that leaks, and one that threads fine out of the same lot # from bd. Naturally, we will not save one that has already been used on a patient, and discard it appropriately. I hope this answers your question.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382623 and lot number 5339236. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.